Manufacturer narrative:
(B)(4).reliability analysis inspected one opened and used reservoir and checked reservoir snap-cap width dimensions. Reservoir failed due to being under inspection. Reservoir failed per inspection found reservoir too tight too connect or release.

Event description:
Customer reported on (B)(6) 2014, she filled the reservoir and when she removed it from the transfer guard it looked funny. When connected to the infusion set it went on easily and did not connect correctly. Customer used a different reservoir and it worked. Customer's blood glucose was 197 mg/dl. No further information reported.